Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to fill and load a new cartridge on the pump, after which they successfully completed the load process and resumed insulin delivery.